Event description:
It was reported by service report that the fowler was stuck in the highest position, and would not lower. The head-end left siderail would not slide in, and could not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent glide rods.